Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and determined the root cause for the reported incident to be a shorted ic chip, designator u5.

Event description:
It was reported that the device failed to operate on ac or battery power. There was no report of pt involvement associated with event.